Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.